Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly the customer continued to use pump for insulin therapy and will reach out to their hcp to obtain a backup method of insulin therapy.